Manufacturer narrative:
The pump was received to perform an investigation. Visual inspection found both tamper seals missing and contamination by the l bracket pole clamp. A review of the event log could not be performed due to an interconnect board issue (blank screen with no displayed alarm during the up load process). Functional testing was done using the power up and up load process. The reported problem was duplicated. Unable to upload information from base to head (software and configuration) using power point process. The cause of the problem was due to interconnect board failure. A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was an interconnect board problem. No patient injury was reported.